Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device shut down during use with a patient. No patient injury was reported.

Manufacturer narrative:
The log file of the affected device was provided for the investigation. The log file review confirmed that the entire device restarted on (B)(6) 2025, which was probably a result of using the rocker switch. This indicates the rocker switch was switched off and on to start the device after the entire device failed. Based on the available information it is assumed that a temporary malfunction within the pba m48.3 of the ventilation unit caused the issue. As the pba was not provided, the root cause of the issue could not finally be clarified. If the safety software detects an internal failure concerning the ventilator, a restart would be triggered. During the restart the emergency-breathing valve would open to ambient allowing for spontaneous breathing. Audible alarms would be posted to inform the user about the problem. After successful restart (takes approximately 8 seconds) the device would continue the ventilation with the last setting. In case of a complete loss of function of the ventilator, the safety valve automatically opens to ambient allowing the patient for spontaneous breathing. The secondary acoustic alarm system (piezo speaker) of the ventilation unit will be activated in order to alert the user to the situation. This alarm is energized from an independent power source and will be last for at least 2 minutes. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device shut down during use with a patient. No patient injury was reported.